Event description:
Breakage of screw of tibial stem.

Manufacturer narrative:
Examination of the returned devices a depuy commercial product development engineer confirms the fracture of the tibial stem. Review of patient post-primary and pre-revision x-rays confirms the absence of tibial bone laterally. As stated in primary operatives notes, the patient had a medial tibial bone defect. Visual examination of the returned devices found an abnormally large mass of bone cement on the tibial component. Augments were not placed. It is likely that the defect in the patients tibia on the medial side that was filled with cement led to the subsidence of the tibial component, putting excess strain on the fractured component and leading to its failure. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.